Manufacturer narrative:
Manufacturer's investigation conclusions: the report of an outflow graft occlusion could not be confirmed through this evaluation as no photos or CT scan images were submitted by the account and the sealed outflow graft was not returned for analysis. Review of the log files provided by the account confirmed continuous low flow hazard alarms; however, a specific cause for these findings could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not be conclusively established during this evaluation. The submitted log files collectively contained data from (B)(6) 2019 through (B)(6) 2019. Continuous low flow hazard alarms were captured throughout the files when the estimated flow dropped below the threshold of 2.5 lpm. These events did not appear to be associated with elevated power or pi events. Despite the observed alarms, the pump appeared to function as intended. The hmii lvas IFU lists device thrombosis, sepsis, right heart failure, renal failure, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis as well as how to respond to such events, and provides information regarding the recommended anticoagulation therapy and inr range. Care instructions regarding preventing and controlling infection are outlined in various sections of the hmii lvas IFU. This document also discusses the potential development of right heart failure during the use of the heartmate ii lvas and outlines the associated treatment options. Additionally, the hmii lvas IFU provides an explanation of all pump parameters, including pump flow, and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. This document also states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Furthermore, the hmii IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(4) (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21sep2015 via customer order (B)(4). Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 3 years and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient called the clinic due to frequent low flow alarms. Diuretics were adjusted. On log file analysis, low power was noted and right ventricle failure was suspected. Pneumogenic sepsis was diagnosed. A transesophageal echocardiogram confirmed minimal right ventricle dysfunction and aortic valve insufficiency. Unspecified treatment was performed but there was no improvement. Another set of log files showed further flow decrease and pulsatility index events. A CT angiograpy showed an occlusion of the outflow graft. Lysis treatment was performed and pump parameters improved nearly to baseline. On (B)(6) 2019 the patient began experiencing persistent low flow alarms again. A re-occlusion of the outflow graft was suspected. Lysis treatment was performed again and the pump parameters improved again. The patient had been under palliative care for approximately one month at this point. The patient refused surgical intervention. On (B)(6) 2019 therapy was discontinued due to the patient's condition and the patient expired. No further information was provided.